Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient didn't think the stimulator was working because they had a return of target bladder control symptoms. The patient noted they had no bladder control in the morning at all. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned of losing programming device in a moving so have not able to adjust. Issue had not been resolved yet as surgery for new device was scheduled on 2017 (B)(6).